Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a patient on continuous cyclic pd (ccpd) therapy utilizing a cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 following fever, abdominal pain and slightly cloudy and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with candida parapsilosis in the culture and a wbc count of 159/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient has never given any indication of a break in aseptic technique during pd therapy; however, it was suspected the patient¿s pet dog may have been to blame for this event, but this could not be confirmed. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. It was explained these antibiotics were prescribed before a result of fungal peritonitis was known by the outpatient clinic and the patient was not initially prescribed antifungal medication. As a result, the patient¿s symptoms of abdominal pain worsened, and she was admitted to the hospital on (B)(6) 2023. The patient¿s pd catheter was removed during this hospitalization due to the severity and nature of this infection (exact date of procedure unknown). The patient underwent a procedure for a central vascular catheter on either (B)(6) 2023 or (B)(6) 2023 (exact date unknown) which caused a cardiac tamponade leading to the patient¿s death on the same day of the procedure. The event¿s surrounding the patient¿s death remain unknown; however, it was affirmed the patient was not on any modality of dialysis at the time of death. Concerning the patient¿s peritonitis, though the exact cause of infection was unknown, it was confirmed that there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient¿s death due to a cardiac tamponade inflicted during surgery, it was confirmed the death was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as well.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by fever and abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event remains unknown; however, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty select cycler with liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The patient¿s death can be attributed to a cardiac tamponade inflicted during a surgical procedure as reported by a medical professional. Though the reason for the procedure was to provide access for hemodialysis, the patient¿s death can be considered dissociated from renal replacement therapy as the root cause was an unintended injury during a surgical procedure and wholly unrelated to the use of any fresenius product(s) or device(s). Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a patient on continuous cyclic pd (ccpd) therapy utilizing a cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 following fever, abdominal pain and slightly cloudy and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with candida parapsilosis in the culture and a wbc count of 159/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient has never given any indication of a break in aseptic technique during pd therapy; however, it was suspected the patient¿s pet dog may have been to blame for this event, but this could not be confirmed. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. It was explained these antibiotics were prescribed before a result of fungal peritonitis was known by the outpatient clinic and the patient was not initially prescribed antifungal medication. As a result, the patient¿s symptoms of abdominal pain worsened, and she was admitted to the hospital on (B)(6) 2023. The patient¿s pd catheter was removed during this hospitalization due to the severity and nature of this infection (exact date of procedure unknown). The patient underwent a procedure for a central vascular catheter on either (B)(6) 2023 (exact date unknown) which caused a cardiac tamponade leading to the patient¿s death on the same day of the procedure. The event¿s surrounding the patient¿s death remain unknown; however, it was affirmed the patient was not on any modality of dialysis at the time of death. Concerning the patient¿s peritonitis, though the exact cause of infection was unknown, it was confirmed that there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient¿s death due to a cardiac tamponade inflicted during surgery, it was confirmed the death was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as well.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a patient on continuous cyclic pd (ccpd) therapy utilizing a cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 following fever, abdominal pain and slightly cloudy and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with candida parapsilosis in the culture and a wbc count of 159/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient has never given any indication of a break in aseptic technique during pd therapy; however, it was suspected the patient¿s pet dog may have been to blame for this event, but this could not be confirmed. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. It was explained these antibiotics were prescribed before a result of fungal peritonitis was known by the outpatient clinic and the patient was not initially prescribed antifungal medication. As a result, the patient¿s symptoms of abdominal pain worsened, and she was admitted to the hospital on (B)(6) 2023. The patient¿s pd catheter was removed during this hospitalization due to the severity and nature of this infection (exact date of procedure unknown). The patient underwent a procedure for a central vascular catheter on either (B)(6) 2023 or (b)96) 2023 (exact date unknown) which caused a cardiac tamponade leading to the patient¿s death on the same day of the procedure. The event¿s surrounding the patient¿s death remain unknown; however, it was affirmed the patient was not on any modality of dialysis at the time of death. Concerning the patient¿s peritonitis, though the exact cause of infection was unknown, it was confirmed that there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient¿s death due to a cardiac tamponade inflicted during surgery, it was confirmed the death was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as well.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a patient on continuous cyclic pd (ccpd) therapy utilizing a cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 following fever, abdominal pain and slightly cloudy and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with candida parapsilosis in the culture and a wbc count of 159/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient has never given any indication of a break in aseptic technique during pd therapy; however, it was suspected the patient¿s pet dog may have been to blame for this event, but this could not be confirmed. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. It was explained these antibiotics were prescribed before a result of fungal peritonitis was known by the outpatient clinic and the patient was not initially prescribed antifungal medication. As a result, the patient¿s symptoms of abdominal pain worsened, and she was admitted to the hospital on (B)(6) 2023. The patient¿s pd catheter was removed during this hospitalization due to the severity and nature of this infection (exact date of procedure unknown). The patient underwent a procedure for a central vascular catheter on either (B)(6) 2023 (exact date unknown) which caused a cardiac tamponade leading to the patient¿s death on the same day of the procedure. The event¿s surrounding the patient¿s death remain unknown; however, it was affirmed the patient was not on any modality of dialysis at the time of death. Concerning the patient¿s peritonitis, though the exact cause of infection was unknown, it was confirmed that there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient¿s death due to a cardiac tamponade inflicted during surgery, it was confirmed the death was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as well.